Event description:
In 2003 a left ica aneurysm was treated with embolization coils. A target neuroform stent was placed prior to deployment of the coils. Physician attempted access with prowler-plus and excelsior micro-catheter, but failed. Obtained access with sl-10 micro-catheter. Framed aneurysm with target matrix-10 3d 14mm x 30cm coil. Then delivered fifteen 6mm x 15cm hes-14 coils with no issues. Coil #16 (hes-14 6mm x 15cm jammed in micro-catheter during introduction and was removed. This coil was examined and it was determined that the introduction issues were due to a kinked micro-catheter (accessory). During delivery of coil #17 (hes-14 5mm x 15cm), coil stretched during repositioning. Coil and micro-catheter were removed and discarded. Coil #18 (hes-14 5mm x 15cm) was initially delivered with no issues. One loop then entered parent artery. During manipulation to reposition coil, it stretched and caught on stent. Coil partially removed with snare. Pt demonstrated deficit and placed on anticoagulation therapy. Physician noted small branch of middle cerebral artery with fill deficit. Suspect hes coil fragment due to removal technique. Pt has slight deficit, but is functioning well.